Event description:
It was reported that the device had a volume inaccuracy and was over-infusing. The event occurred during testing on (B)(6) 2024.

Manufacturer narrative:
A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for analysis of complaint that the device had a volume inaccuracy and was over-infusing. Device was assessed and determined to be ber (beyond economical repair), due to a lot of major parts needing to be replaced. Device was subsequently scrapped.